Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an implant procedure, a connection issue was observed on the device with the set screw of the right ventricular (rv) channel. Noise was observed on the device when the rv lead was connected. The device was not implanted and another device was successfully implanted. The patient was stable.